Event description:
(B)(6). It was reported that the plaintiff underwent medically indicated right hip thr primary surgery on (B)(6) 2017, due to genu valgum caused by left bhr prothesis malposition. It is unknown what system was implanted and the system manufacturer. The left bhr primary surgery was performed on (B)(6) 2007. Additionally, plaintiff had primary left bhr revision surgery performed on (B)(6) 2017 and a back surgery performed on (B)(6) 2016. The plaintiff's outcome is unknown.

Manufacturer narrative:
G3, h2, h3, and h6: it was reported that the plaintiff underwent right hip primary surgery due to genu valgum caused by the left bhr prosthesis malposition. The hip system and system manufacturer that were implanted are unknown. As of today, the devices, which were used in treatment, remain implanted in the patient and therefore cannot be evaluated. Additional information has been requested for this complaint but has not become available. Without the details of the devices involved in this complaint, a specific device history, complaint history and IFU review cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. All the released devices involved would have met manufacturing specifications at the time of production. As it has been stated that this right hip surgery was performed due to an issue with the left hip bhr cup and head, a risk management for the bhr cup and head was performed. No additional risks were identified as result of the reported event. A clinical evaluation could not be performed as smith and nephew has not received adequate patient-specific materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Based on this investigation, the need for corrective or preventative action is not indicated d4: update UDI number. H6: update codes. G2: report source update.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Operative reports were received stating that right thr surgery was required due to symptomatic coxarthrosis and the event occurred after the first left revision surgery performed on (B)(6) 2015 where bhr resurfacing implants from smith-nephew were explanted. Therefore any smith-nephew devices where involved in the event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.